Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Cna (certified nurse assistants) brought the floor lift over to the resident to begin a lift out of their bed. While they were lowering the bar, it suddenly dropped on top of the resident. The cna manually lifted the bar off of the resident. When they were away from the bed, they released the bar and it dropped down, almost to the floor.